Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during evaluation. Upon disassembly, it was noted that the left bumper was overlapped by the spring and the right bumper was misshapen. Based on the findings, the investigation is confirmed for self-activation of the cannula and the reported failure to prime of the cannula. The investigation is inconclusive for the reported failure to prime of the stylet as a full functional evaluation could not be performed due to the returned sample condition (i.e. Bent needle) and the identified self-activation. The identified bumper issues likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during prostate biopsy, the slidecock allegedly could not be locked. There was no reported patient contact.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during prostate biopsy, the slidecock allegedly could not be locked. There was no reported patient contact.